Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316, lot #: 16954471, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had a suspected infection. It was not device related; however the patient had a systemic blood disorder. Symptoms were fever and swelling at the left buttock where the ipg was implanted. No antibiotics given. The patient underwent an explant procedure to minimize potential complication.

Manufacturer narrative:
Additional information was received that it turned out that the patient did not have an infection. The patient seemed to have an inflammatory response due to the thinning of the skin over the generator site.

Event description:
A report was received that the patient had a suspected infection. It was not device related; however the patient had a systemic blood disorder. Symptoms were fever and swelling at the left buttock where the ipg was implanted. No antibiotics given. The patient underwent an explant procedure to minimize potential complication.